Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the left-ventricular (lv) lead exhibited inadequate capture and upon repositioning exhibited bent helix. As a resolution the lv lead was not used and a near at hand replacement was implanted instead on (B)(6) 2024. The patient condition was stable.

Manufacturer narrative:
The reported event of a bent helix was confirmed but the reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece. Visual examination and x-ray inspections of the lead found the helix was bent consistent with procedural damage. Electrical testing found no anomalies. The cause of the reported event of a bent helix was due to procedural damage.